Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-00224.

Event description:
The customer reported two false positive results with the ID now covid-19 assay for two patients performed in between (B)(6) 2021 to (B)(6) 2021. The customer reported a false positive result with the ID now covid-19 performed on a direct tested nasal kitted swab. Pcr confirmation testing was performed on (B)(6) 2021, and generated a negative result. The customer stated the patient was 50/50 symptomatic. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses patient 2 of 2.